Event description:
It was reported that during an unspecified endoscopy procedure the device failed to deploy. A ues/18-10/16/90 ultraflex non-covered esophageal stent had been advanced to treat an unspecified target lesion. During deployment, "the prosthesis did not go down and it remained closed in the proximal portion". The physician was unable to finish the procedure using this device.